Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, with a highest blood glucose of 400 and duration of approximately 12 hours, and troubleshooting indicated insulin was not effectively delivered until the infusion site was replaced and the cannula was filled; the user employs a contact detach infusion set (6 mm, 23 in), no occlusion alerts were recorded, and insulin delivery resumed after site change. Symptoms included none reported. Outcomes included resolution of the high glucose after site replacement, no need for outside assistance, and no medical intervention. Investigation included review of device alerts and guided troubleshooting to disconnect, prime, and replace the infusion site and cannula, followed by confirmation of glucose returning to range. Investigation of this case revealed no device occlusion alerts and restoration of delivery after site change, which supports an infusion site or set-related delivery issue with unclear specific cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.